Event description:
It was reported that there was a loss of therapeutic effect and since (B)(6) 2014 the patient¿s bladder incontinence seemed to be getting worse. It was noted that it was working before then. The patient had an appointment with her healthcare provider on (B)(6) 2014 but no adjustments were made to therapy at that time. It was noted that the patient didn¿t have a patient programmer. It was reported that the patient had been in the healthcare provider¿s office two to three times already. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0f43k, implanted: (B)(6) 2014, product type: lead. (B)(4).